Event description:
The pt reportedly, experienced sound quality issues with his device. External equipment was exchanged. However, the problem was not resolved. Testing showed that the device was not functioning. Surgery to explant the pt's device will be scheduled.